Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Follow up is being conducted to determine the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr supplemental info and medical records were received. After a review of the medical record, the patient was revised to address right total hip arthroplasty failure secondary to leg-lengthening excessively and calcar fracture. Operative note reported that the femoral neck was noted to have cracked during the insertion of the new stem. Doi: (B)(6) 2009, dor: (B)(6) 2010, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Corrected: e1 (reporter's name) and removed facility name since the complaint is legal.